Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): incorrect infusion

Manufacturer narrative:
Exemption number e2016018 (B)(4). This report has been identified as b. Braun (B)(4) ag internal report (B)(4). Result of examination: the history log file were read out and analyzed. According the history files it could detected that some pressure alarms were occurred during a pca-therapy. The sample was subjected to a visual and functional examination. During the visual inspection no damages could be found. A long term test was performed. Here was simulated the last pca-therapy with the same syringe as the customer was used (bd plastikpak). No malfunction or pressure alarms were occurred. The delivery accuracy of the pump was checked. The determine value was within specification (+-2%) (according to en iso 60601-2-24). For investigating the inside, the pump was disassembled. No damages could be found. The complaint could not be confirmed. The device fulfills all the specification.